Event description:
Philips received a complaint by the customer on the v60 indicating a device malfunction as "oxygen not available" and "low o2 supply pressure" alarm errors occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device kept operating, but there was no reported delay in therapy or medical intervention. The sales representative (rep) visited the hospital and replaced the device with a trilogyo2 ventilator. The customer called technical support to report that "oxygen not available" and "low o2 supply pressure" alarm errors occurred while the device was on a patient. A review of the diagnostic report (drpt) revealed that the 1208 "oxygen not available" and 1209 "low o2 supply pressure" alarm errors were logged. According to the hospital, the device ran several times, but the errors did not reappear. A field service technician inspected the device, but the errors could not be confirmed. No device malfunction, performance failure, or component issue was reported or identified. A repair quote was sent to the customer for approval. Final investigation and disposition are pending.